Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d274 drg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that impedance on the right ventricle (rv) lead had increased. The alert value was increased and the lead remains in use. No patient complications have been reported as a result of this event.